Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / lower female parts pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia and pregnancy. Concurrent conditions included obesity and adenomyosis. Concomitant products included caffeine since 2015, dexlansoprazole (dexilant) since 2016, diclofenac since 2015, esomeprazole since 2016 and orphenadrine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain / loss (specify which one) +35 lbs"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower to mid back pain") and arthralgia ("joint pain"). In (B)(6) 2009, the patient experienced depression ("depression /psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("painful rash where nickel touches skin"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("extreme pain during monthly cycle") and fallopian tube enlargement ("swelling around the cornu from the coil placement"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and right side on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, back pain, fatigue, abdominal pain upper and dysmenorrhoea was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, weight increased, gastrooesophageal reflux disease, rash and fallopian tube enlargement outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube enlargement, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 194 lbs. Date (B)(6) 2007 to (B)(6) 2008). Reason: 13 weeks off with maternity leave. Date: (B)(6) 2009 to (B)(6) 2009). Reason: 8 weeks off with maternity leave. Discrepancy noted as patient delivered (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: lot number was added. Surgeries were added. Events: vaginal hemorrhage, menorrhagia, nickel allergy, fatigue, weight gain, acid reflux, arthralgia, rash, stomach pain were added. Event onset date and outcome were updated. Concomitant and historical drugs were added. Concomitant conditions were added. Reporters were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / lower female parts pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia and pregnancy. Concurrent conditions included obesity and adenomyosis. Concomitant products included caffeine since 2015, dexlansoprazole (dexilant) since 2016, diclofenac since 2015, esomeprazole since 2016 and orphenadrine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain / loss (specify whic one) +35 lbs"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower to mid back pain") and arthralgia ("joint pain"). In (B)(6) 2009, the patient experienced depression ("depression /psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("painful rash where nickel touches skin"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("extreme pain during monthly cycle") and fallopian tube enlargement ("swelling around the cornu from the coil placement"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and right side on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, back pain, fatigue, abdominal pain upper and dysmenorrhoea was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, weight increased, gastrooesophageal reflux disease, rash and fallopian tube enlargement outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, arthralgia, back pain, depression, dysmenorrhoea, fallopian tube enlargement, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Date ((B)(6) 2007 to (B)(6) 2008) reason: 13 weeks off with maternity leave. Date: ((B)(6) 2009 to (B)(6) 2009) reason: 8 weeks off with maternity leave. Discrepancy noted as patient delivered (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower female parts pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy bleeding/ bleeding') in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included alopecia and pregnancy. Concurrent conditions included obesity and adenomyosis. Concomitant products included caffeine since 2015, dexlansoprazole (dexilant) since 2016, diclofenac since 2015, esomeprazole since 2016 and orphenadrine since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and was found to have weight increased ("weight gain / loss (specify whic one) +35 lbs"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain/ lower to mid back pain") and the first episode of arthralgia ("joint pain"). In (B)(6) 2009, the patient experienced depression ("depression /psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), rash ("painful rash where nickel touches skin"), abdominal pain upper ("stomach pain"), dysmenorrhoea ("extreme pain during monthly cycle"), fallopian tube enlargement ("swelling around the cornu from the coil placement"), nausea ("I have been sick to my stomach/ nauseas"), decreased appetite ("losing my appetite"), anxiety ("anxiety") and the second episode of arthralgia ("joint pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy and right side on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, back pain, fatigue, abdominal pain upper and dysmenorrhoea was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, weight increased, gastrooesophageal reflux disease, rash, fallopian tube enlargement, nausea, decreased appetite, anxiety and the last episode of arthralgia outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, decreased appetite, depression, dysmenorrhoea, fallopian tube enlargement, fatigue, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: current weight 194 lbs. Date ((B)(6) 2007 to (B)(6) 2008) reason: 13 weeks off with maternity leave. Date: ((B)(6) 2009 to (B)(6) 2009) reason: 8 weeks off with maternity leave. Discrepancy noted as patient delivered (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-oct-2019: social media received: new events nausea, loss of appetite, anxiety, joint pain were added. Reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression,") and back pain ("back pain"). The patient was treated with surgery (patient had surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression and back pain outcome was unknown. The reporter considered back pain, depression, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.